Manufacturer narrative:
Findings: button error alarm and intermittent button response due to moisture damage on keypad traces. No moisture damage found inside the pump. Pump received with minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 93 mg/dl. The customer stated that he was riding bicycle, it was sprinkling. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.